Manufacturer narrative:
There is no evidence of quality issues associated with this complaint based on the return sample and archive sample analysis. Based on the determined risk priority number, the residual risk related to the complaint is considered acceptable. Sol millennium continues to monitor this kind of issue. Additional assessment will be taken if a significant pattern emerges. Unconfirmed. This report was initially submitted on 05/08/2024. Due to issues with displaying the initial submission, this submission contains both initial and supplemental information.

Event description:
Customer reported: the customer reported that the rn used the new syringes to draw up toradol for a patient, went to administer the medication and it shot out the side of the hub and didn't inject. The rn stated this is the 3rd time she has had one of the new syringes break. She stated that usually if they break, its when they tighten the needle on the end, it breaks the luer lock and the needle pops off.

Manufacturer narrative:
This report when initially submitted encountered an internal issue potentially related to database connectivity. This issue was identified while implementing CAPA-57 which was opened following an FDA inspection. This supplemental MDR is being submitted to correct brand name provided in the initial MDR. The previously reported was incorrect. The correct brand name is monoject.